Event description:
Additional information received reported that contacts 0-7 had impedances greater than 10,000 ohms. The cause of the impedance issue was not determined, but the patient had reported several falls. It was unknown if there were any lead fractures. Reprogramming was attempted on (B)(6) 2014, but it was unsuccessful. No revision had been scheduled.

Event description:
Additional information received reported that as far as the manufacturer representative was aware there was a 50% or greater symptom reduction. The patient was receiving effective therapy. However, later it was reported that all eight contacts were now out of range. The medical doctor spoke with the patient regarding a referral for a paddle lead. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported there was a high impedance issue found after impedance testing and impedance values greater than 10,000 ohms were found on contacts six and eight. The patient was receiving less than 50% therapy relief in the lower back on the left side and leg. The patient had fallen twice since (B)(6) 2013. The patient was reprogrammed and they only had one lead in use at the time of the report. The impedance issue was not resolved and the cause was not determined. It was unknown if there were any lead fractures and no additional troubleshooting was performed. The patient was doing well and receiving effective therapy after reprogramming.